Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor image quality, with images sometimes looking too dark. This issue occurred during the inspection for use. There were no reports of patient involvement.